Manufacturer narrative:
Investigation summary bd received one photo for investigation. The photo was reviewed and gel smearing was observed in an unused tube. Additionally, 100 retained samples were visually inspected and no gel smearing was found. Complaints for sample quality are under statistical control for the month of january 2026. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel smearing. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that before using the bd vacutainer® lh pst¿ ii plus blood collection tubes, gel smearing was observed inside twenty (20) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® lh pst¿ ii plus blood collection tubes, gel smearing was observed inside twenty (20) tubes. No adverse impact was reported regarding the patient or user.